Event description:
A physician reported that an explanted intraocular lens (iol) with reason, device determined wrong power. Patient further stated blurry vision was the reason for the requesting explantation and was myopic and had residual astigmatism in right eye.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
All device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. Based on the information available, the customer reported event cannot be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).